Event description:
It was reported that the patient returned to the emergency room three days post-op and found that a clip had fallen off causing a bile duct leak. Patient had an ercp, issue resolved and is fine now. No clip saved, no applier saved, no pictures. The clip appeared to be formed in a "different" fashion from what the surgeon said. No other information available as he had never used the er420 before, but is familiar with the er320.